Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3387-40, lot# v003110, implanted: (B)(6) 2006, product type lead. Product ID 748251, serial# (B)(4), implanted: (B)(6) 2006, product type extension. The ins was returned however there is no complaint associated with this device. Any reportable analysis findings will be sent in a supplemental report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for essential tremor and movement disorders. The rep reported that when the patient's impedances were checked prior to surgery to replace the patient's ins due to normal depletion, idiopathic low impedance of 59-69 ohms were measured on combination 4/5 on the right hand side. The rep reported that both contacts were unused in programming and the patient had experienced no symptoms. The rep reported that the impedances were checked after the ins was replaced and the low impedances were still present, the rep reported that the hcp chose to replace the patient's adaptor as well to attempt to resolve the impedance issue, but it remained unresolved. No further patient complications have been reported as a result of this event. Refer to manufacturer report #3004209178-2018-04064 for details pertaining to the related reportable event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the hcp via the rep reporting that the cause of the reported issues was unknown and no further actions were planned.

Manufacturer narrative:
Product analysis # (B)(4): analysis information -- 2018-03-22 13:31:08 cst pli# 10. Product ID# 37601, below is unedited, system generated text based on the analysis finding code(s) and test results. Analysis determined that the implantable neurostimulator (ins) output and telemetry were acceptable; however, the battery is near normal battery depletion. Due to the reported complaint, an impedance test was performed in 0.9% saline solution and good impedances were observed using an n'vision clinician programmer. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs referenced to the electrode. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. The information obtained from the ins upon receipt indicated the device had reached eri (elective replacement indicator). If information is provided in the future, a supplemental report will be issued.